Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey source conducted for wound suture, a patient had a leak for the last 12 months. Removal or disinsertion of the suture was done.